Event description:
On (B)(6) 2023, haemonetics was notified that a 23-year old male expired on (B)(6) 2023 at his home from a seizure the day after his last plasma donation. The center was not able to confirm the donor's death until (B)(6) 2023 when his obituary was seen on facebook. The center has no information from the attending physician, surgeon, hospital representative or health care professional. Donor's last donation was on (B)(6) 2023 and there were no reactions or adverse events noted during that donation. There is no record of any issues with the pcs2 system or disposables used during that procedure. No further information from the center is expected regarding this event.

Manufacturer narrative:
A haemonetics field service engineer evaluated the equipment used during the donation. The unit was calibrated and all diagnostics performed. The unit was found in good working order and met manufacturing specifications. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor event was related to the device or disposables used during the plasmapheresis procedure.

Manufacturer narrative:
Supplemental mw 1219343-2023-00014-01 was submitted as additional information was received from the donation center reporting investigation findings from the medical examiners office.

Event description:
The donation center was contacted and provided the following on october 13, 2023: per investigator at the cook county me's office, this 23-year-old donor's last donation was on (B)(6) 2023. That evening, while the donor was at a friend's house, the donor's friend witnessed the donor collapse after seizure-like activity. The 911 call was made at 19:30. The donor was brought to the ed at (B)(6) medical center, and he was found to have an early anoxic brain injury. He also had pneumonia identified on CT. He passed away from cardiac arrest in the ICU at 02:54 on (B)(6) 2023. The medical records of the deceased cannot be obtained. In order to obtain medical records of the deceased at osf healthcare you have to be a close relative of the deceased or a personal representative who is acting in a representative capacity and who is authorized to seek these records under 735 ilcs 5/8-2001.5 of the illinois code of civil procedure. There were no anomalies or abnormal occurrences during or after his last donation. Last physical health assessment was performed on (B)(6) 2023 with a passing result. According to investigator at the cook county me's office, the donor had no history of illicit drug or alcohol use reported. However, the investigator said that he had lidocaine patches, ibuprofen, and augmentin at his house. The investigator said that these were prescribed for him because he had fractured his orbital bone and nasal bone in the month prior to his death while playing basketball or baseball. As of (B)(6) 2023, the autopsy report is still pending; cause of death is not available.

Event description:
The autopsy report was provided to haemonetics by the center on (B)(6), 2023: summary of findings: 1. Bronchial asthma with underlying pneumonia. 2. Mild brain edema. 3. Acute ischemic changes, circumferential left ventricle. Opinion: this 23-year-old black male died of bronchial asthma. Manner of death: natural.

Manufacturer narrative:
Additional information provided.